Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the cannula did not deploy when the pod was activated; this indicates a needle mechanism failure occurred. The pod was worn for less than one hour.

Manufacturer narrative:
The device was received not deployed. The downloaded data returned an 0x10 alarm in the pod data, indicating a reset caused by sawcop expiration. The downloaded data shows the device completed first prime at pulse 46 before deactivating, indicating second prime was not completed at all. The downloaded data did not show any timeouts or drive stalls. The fluid path, needle mechanism, and drive mechanism were inspected and no damages or abnormalities were observed that could contribute to the observed hazard alarm. Additionally, the inspection of the drive mechanism also did not reveal any damages or abnormalities that could contribute to the cannula not deploying. Thus, the hazard alarm is the cause as to why the cannula did not deploy since it alarmed and stopped the priming sequence. However, the exact cause of the observed hazard alarm could not be conclusively determined.